Event description:
It was reported that there were two broken contact pins on the back of the device. When user tries to access different menu pages on the device, it reverts quickly to the main screen. When accessing the 'about menu', all the software options are blank. The device is able to obtain and display readings normally. No known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.